Manufacturer narrative:
(B)(4): pelvitex polypropylene mesh, catalog#: 486015, (B)(6).

Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR: 1018233-2013-00521.

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: symptomatic pelvic organ prolapse-grade 3 cystocele, grade 3 uterine prolapse and grade 2 rectocele procedures performed: transvaginal hysterectomy, vaginal paravaginal repair with mesh graft, posterior repair with pelvitex graft, bilateral sacrospinous ligament fixation, cystoscopy and suprapubic tube placement. Complication post mesh implantation: pain, erosion, infection, urinary problems, bowel problems, bleeding, and vaginal scarring.